Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose; customer treated with insulin injection. Blood glucose was high due to eating and not treating after meal. Troubleshooting was declined. Blood glucose value was 562 mg/dl. Nothing further reported.